Event description:
Per the clinic, the patient discontinued use of the device due to facial nerve stimulation caused by migration of the electrode array. Subsequently the device was explanted (B)(6), 2014 and the patient was reimplanted with a new device during the same surgery. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
(B)(4): device currently unavailable.